Event description:
Additional information was received from the customer. The procedure was a therapeutic transurethral resection (tur). The procedure was completed with the same device with no surgical delay.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer, device evaluation, and legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found twisted cables, corrosion of electrical contacts, a defective image capture pixel, scope mount corrosion, free lock lever corrosion, main body adherence, and cracked connector. Based on the results of the investigation, a definitive root cause cannot be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The reported risk/harm is addressed in the instructions for use (IFU): [section where IFU applicable for wire broken/disconnected] ¦handling and general precautions (caution). Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. It may cause the camera cable to break. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that this camera head had a wire broken and abnormal appearance. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.